Event description:
End user wife is stating on the half rails that plunger knob has falling off, and they can't get it back on.

Manufacturer narrative:
The device was evaluated by the returns department which found that the is missing.

Event description:
End user wife is stating on the half rails that plunger knob has falling off, and they can't get it back on.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.